Event description:
It was reported that a vns pt experienced an increase in seizures. Follow up with the treating neurologist revealed that currently the increase in seizures and the relationship to vns is unk as well as pre-vns seizure levels. Furthermore, the treating neurologist plans to re-assess the pt and confirm the seizure levels. Good faith attempts to obtain additional information have been unsuccessful to date.